Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customers blood glucose was intermittently 500 mg/dl with ketones. The customer was able to change the supplies to address the alarms and delivered a bolus via the pump.